Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range pace impedance measurements were noted when it comes to this device and competitor right ventricular (rv) lead. Provocation testing was planned and a possible x-ray. The device was reprogrammed to unipolar configuration where the pace impedance measurements were within range. Further information will be provided. No adverse patient effects were reported.

Event description:
Additional information provided noted no x-ray was performed and normal follow ups were scheduled.